Event description:
The customer called lfs in 2002 alleging that the customer's one touch basic meter was giving inaccurate low readings. Per cr, the following information was documented: --customer claiming that their feet had gotten worse due to the incorrect readings on the meter. --the customer soaked and massaged their feet. --for treatment, it is documented that the customer "will go back next week". --customer also compared their meter (269) to lab (569) within 15 minutes. --customer also cleaning meter with solution.